Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of patient made a mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. The cause of the peritonitis was reported as patient made a mistake/touch contamination. Treatment information was not provided. On (B)(6) 2011, the patient was discharged and was recovering from the peritonitis. The outcome for the patient made a mistake/touch contamination was not reported. Dianeal pd4 ambuflex therapy was ongoing. Concomitant medications were not reported. The nurse stated the peritonitis was not related to dianeal therapy. A statement of causality was not provided for the made mistake/touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10k05047, h10k12043, h11d26079, h11c16098, and h11f22040 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.